Event description:
10/18/96 pt begins dialysis at 1414. 1655 complains of dizziness, venus trap clotted, pt off dialysis. 1705 to 1715, pt dizzy, rigid with seizure-like activity, knocking needles off av graft. Transferred to ICU. 10/29/96 pt expires. Autopsy "acute thrombosis of the basilar artery with massive ischemic infarction of the brain."